Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the set snapped below the drip chamber during a chemotherapy infusion, which resulted in a chemo spill. There is no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the secondary set snapped below the drip chamber during a chemotherapy infusion, which resulted in a chemo spill. There was no patient harm.